Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not closing properly. The user completed the procedure using the same system. No known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have an input disk broken. Input disk 6 was found completely broken from the inside of the housing. This caused the clips not to close.